Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-105044, m2a tpr hi carbon 41/32mm lnr, unknown; unknown head, unknown; unknown stem, unknown; multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01468. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient's hip has been revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.